Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Product was provided for investigation. A voltage test was performed and passed. An exterior visual inspection was performed and passed. A bluetooth pairing test was performed and passed. A functional test was performed and passed. Data evaluation confirmed the customer complaint. Probable cause could not be determined. No additional information is available.